Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips remote service engineer (rse) inspected the system remotely and confirmed the generator malfunction. Review of the system log file showed x-ray generator error. The rse provided an action plan to the customer. Since there was no feedback from the customer after that, the philips engineer assumed that the issue has been resolved. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system generator is busy starting up, no x-ray is possible. Philips has started an investigation of the complaint.